Event description:
It was reported that tandem mobi pump generated cartridge alarm during cartridge loading even though customer followed mobile app instructions, and similar alarms had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump, infusion set, and cartridge, provided instructions for putting pump into storage mode and returning it within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor once replacement pump was received.